Event description:
It was reported that the device was used during an unknown procedure. It was reported by the rep that (2) tct75 instruments misfired. Another tct75 instrument was opened to complete the case. There was no consequence to the pt.